Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 700 mg/dl and ketones that were identified as dangerous by a healthcare provider. Suspected cause was due to the customer not changing the cartridge and infusion set tubing when prompted to. Reportedly the customer was found past out on the floor and emergency services were contacted. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 12/30/25 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.